Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit; the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4): the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood/body fluid was present on the distal conductor (not obstructed). Visual analysis noted outer insulation cosmetic depression at connector. Electrical testing to determine continuity of the conductor(s) passed.

Event description:
It was reported approximately three years and five months post implant the lead migrated out of the coronary sinus. Consequently, a revision procedure was completed: lead excised and replaced uneventfully. No patient complications have been reported as a result of this event. The device was returned to the manufacturer due to eri (elective replacement indicator), analyzed, and subsequently tested out of specification.